Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's drg leads had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. The ipg was replaced per physician and patient decision. Effective stimulation was restored.

Manufacturer narrative:
Date of event estiamted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.